Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for complex regional pain syndrome type 1. It was reported that the patient had not been able to use the device and they were not feeling the stimulation. The caller reported that the patient programmer (pp) was only showing the green light on the 9v battery icon and nothing else. The caller stated that they bought another pp from amazon, thinking it would resolve the issue. It was reviewed with the caller that if only the 9v battery icon was green, then the patient should follow-up with a healthcare professional (hcp). Hcp listings were provided to the caller. No further complications were reported. Follow-up was conducted.